Event description:
During a CT guided cyroablation procedure, several cryo probes failed, resulting in an incomplete ablation of the mass, also resulted in frost bite to the patient's skin at the probe insertion site.